Event description:
It was reported that the user experienced rapid battery depletion on the ilet pump, stating the battery did not last longer than one day, and the charger displayed a steady green light with a full charge upon removal. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included troubleshooting and user education by verifying charger function, confirming charge status, and advising the user to monitor depletion duration and confirm the steady green charging indicator. Investigation of this case revealed no malfunction detected during support interaction. It was concluded that the device operated within expected parameters during evaluation, and continued monitoring was advised.